Manufacturer narrative:
Additional information -- device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Per phone call from sales rep: it was reported that the surgeon had put in a programmable vavle. Once implanted, the surgeon said that the valve could not be flushed with saline. It is unknown if the valve was primed prior to use. It is also unknown whether the valve was replaced during the implant procedure or postoperatively. A second similar valve was implanted to resolve the issue. No reported patient harm or delay in surgery greater than 30 minutes. Per rep: description of event: surgeon tunneled catheters to abdomen and ventricles, and then attached the above shunt, and when attached, there was no csf drainage to the abdominal catheter. After waiting a while, trying to change the patients positioning, etc, she disconnected the shunt and flushed saline through the abdominal catheter and it flushed just fine. We then hooked the shunt back up and still nothing. After consulting with the clinician, they decided it must be a malfunctioning shunt as everything else was working fine, so she removed the shunt and replaced it with a different shunt. That shunt worked properly and csf was noted to be flowing from abdominal catheter within minutes. Was the issue discovered prior to, during, or after surgery? During surgery what actions did the surgeon take to resolve the situation? She kept the catheters in that were already placed but put in a different shunt. Were there any tests performed on the device to troubleshoot? The surgeon tried to flush the tubing and shunt with saline, tubing would flush but the shunt would not. Was there a delay in surgery of more than 30 min? Troubleshooting took at least 30min is item available to ship back for investigation? Yes.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 180mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot cvdcw0, conformed to the specifications when released to stock in 29th april 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.